Event description:
It was reported that the user experienced hypoglycemia while using the ilet system with a contact detach steel infusion set, after which a support agent assisted with a factory reset, target adjustment to a higher setting, and ilet mobile pairing; the user¿s dexcom g7 sensor code was documented. Symptoms included low blood glucose with a self-reported value of 66 mg/dl and treatment with oral glucose. Outcomes included resolution of the hypoglycemic episode at home without alerts or alarms and without medical intervention or hospitalization. Investigation included troubleshooting and user education completed by support. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that the event was user-reported hypoglycemia with undetermined cause and no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.